Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the biopsy channel had a leak. Bending section cover had moisture. The bending section cover glue was cracked. Light guide had 1 lens with not enough light transmission. Light guide bundle had breakage. The image flickered while angulated. The insertion tube was kinked. The control body had scratches near biopsy area. The control body was flooded and corroded. The light guide tube buckled. The scope connector was flooded and corroded. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope displayed an e315 (non-compatible endoscope) error during installation. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the biopsy channel leaked while the user was handling the device and water invaded the scope connector, which led to an abnormality in the electrical parts and resulted in the displayed error message (e315). The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscopic image." ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." "·when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. ·if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. ·if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage." Olympus will continue to monitor field performance for this device.